Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that there were no issues registering. However, when the surgeon was ready to place the shunt, there were communication issues with the non-invasive patient tracker (nipt). The nipt was showing as red and not listing a geometry error. Moving the emitter did not improve tracking. However, other instrumentation was able to track. The surgeon free handed the remainder of the surgery. This was an out-of-box issue with the instrument. The procedure was delayed by 10 minutes and there was no impact to patient outcome.